Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on level l1. A cement extravasation in the left superior endplate to level l1 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not retuned, follow up with representative.